Manufacturer narrative:
(B)(4). The pump remains implanted, thus was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records indicated that this pump performed per manufacturing specifications. This pump met all testing requirements during the manufacturing process. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed.

Event description:
I received a call from a patient who has a model 3000l that was implanted in (B)(6) 2015 (s/n (B)(4)) she stated that she used to get her pump refilled in mobile alabama but that office shut down and she had trouble finding a clinician who was not scared to get involved with these pain pumps. She went to a clinician for a refill and stated that he was very unprofessional and that she was not ever going back there. She then found another clinician and he did 2 refills and she started feeling better and getting her life back. On the third refill all the medication came back and that explained why she was having so much pain. She requested that a representative from the company be present at the refill on (B)(6) and so a representative was present but nothing was resolved. The pump is not helping her pain and does not appear to be working. At this point the patient started crying and said her husband wants her to sue the company. She requested that she wants to know who in the mobile or pensacola area has the ability to refill her pump or remove it and implant a new one. She wants a list of doctors in her area and she will pick a doctor from that list. I suggested that our clinical specialist contact her and the patient thought that was ok but said she needs to call me by noon....she has 4 hours or I will call a lawyer. I left our sales representative a voice mail to call the patient and also left her an e-mail to call me asap. Our sales representative called and said that she was in the or all day and this is someone else's territory. But she would give the patient a call. Our sales rep said she is aware of this patient from talking to the person who is taking care of her (the patients territory) and said that this patient is a difficult patient with a morphine pump. I also left a message for the person that is taking care of her for his feedback regarding refilling this patients pump.